Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they think they have a wonky controller. Patient stated the stimulation has turned off 3 or 4 times since they were implanted. Patient mentioned they were in ungodly amounts of pain and they would turn the controller on and it would say stimulation is off. Patient noted they had never touched the controller or the stimulation on/off button. The issue started late last week and happened 2 or 3 times before that. During the call the patient verified the implanted neurostimulator was at 50% and the controller was at 100%. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the manufacturer reps.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.